Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using an unspecified insulin with the pump and was informed it was off-label with the pump by a health care provider. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.